Event description:
(B)(4). Got essure in 2010. Since then I have had significant bleeding, headaches, pain in my fallopian tube area, dizziness,light headed, nausea. This has been so bad that in (B)(6) 2014 I had bleed so heavy and had a constant headache that would not go away for weeks finally I went to the ER and was admitted due to a very low hemoglobin l and I had to get a blood transfusion. I am now and have been since the date chronically anemic, still have headaches daily, accompanied by light headed dizziness and pain. All these together have effected my quality of life tremendously.